Manufacturer narrative:
Internal reference: (B)(4). State/prefecture is (B)(6). The returned device was visually and microscopically inspected. The distal coil was bent, no rough or sharp edges observed. The wire was failed guide wire bend test, high resistance was observed during wire insertion into fixture. The probable cause of the reported failure was the bends on distal coil. Device manipulation, impact and applied pressure associated with use and handling can affect the integrity of the device. Do not apply to this submission. Per the manufacturers instructions for use (IFU): precaution: the pressure guide wire should not be advanced or withdrawn if resistance is encountered. The wire should never be forcibly advanced into or withdrawn from a vessel. Any time that resistance is encountered, the wire should be slowly withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturers policy. It was reported during a diagnostic coronary procedure, while the manufacturers wire device was subsequently pulled-back through another manufacturers guiding catheter in the right coronary artery (rca), resistance was encountered and the manufacturers device and guiding catheter were removed together. No damage was observed to the device. This product problem is being submitted because the manufacturers device and another manufacturers device were removed together.